Event description:
It was further reported that target lesion 1 was 15mm long. Target lesion 2 was 42mm long, target lesions 1 and 2 were initialy predilated using the crushing technique. Target lesion 1 was treated with placement of the taxus stent across the diagonal branch and extending just into the lad. Target lesion 2 was then treated and final angiography showed 0% residual stenosis of the stented segments with no evidence of dissection. 58 days after the procedure, the patient was admitted with hypoxia secondary to congestive heart failure and exacerbation of copd. Per source documents, a CT scan of the chest (with contrast) showed an enlarged heart, emphysema, and a small pleural effusions with atelectasis. A 2d echocardiagram revealed severe congestive heart failure with lvef 20%. The patient also had a large cecal mass documented on previous CT scan of the abdomen. Exact pathology was unknown due to the risks associated with further colonoscopic evaluation. The patient's condition improved with respiratory therapy and the addition of dobutamine hydrochloride and natrecor to improve perfusion. The patient was also started on a beta blocker and an ace inhibitor. 60 days after the procedure the patient was discharged home with hospice care. Medication list included continued asa and plavix, as well as home oxygen therapy. The patient expired at home.

Event description:
Same case as #6000089-2005-01279, 6000089-2005-01280, 6000089-2005-01281, 6000089-2005-01283. It was reported that 117 days after a coronary artery drug eluting stenting procedure, the patient expired. Lesion 1 was a bifurcated 2.5mm, 90% stenosed portion of the 1st diagonal atery. The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. Lesion 2 was a bifurcated 3.0mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successfully placing four taxus express2 8.8% drug eluting stents in the target lesion. Two 3.00x28mm with a 4mm overlap, a dissection occurred distal and proximal to the second stent placed. A 3.00x12mm stent was placed with a 4mm overlap at the distal dissection and a 3.00x8mm stent was placed with a 4mm overlap at the proximal dissection. The patient was discharged 2 days later on plavix and aspirin. The patient expired 117 days after the procedure of end stage cronic obstructive pulmonary disease. There was no autopsy. On the opinion of the physician the relationship of the patients death to the target vessel is not related.